Manufacturer narrative:
Concomitant medical products: 5092-58 lead; implanted: (B)(6) 2007; addr01 ipg; implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced swollen arm.  Venogram displayed complete occlusion.  The complete implantable pulse generator (ipg) system was explanted and replaced with a leadless implantable pulse generator. No further patient complications have been reported as a result of this event.